Manufacturer narrative:
Block d2b pro code (product code): nhl, pjs.

Event description:
It was reported that the patient underwent an explant procedure for an unknown reason of the implantable pulse generator (ipg) of the deep brain stimulation (dbs) system. We completed a good faith effort to obtain additional information, if additional details become available, a supplemental report will be submitted.